Event description:
It was reported that the patient underwent an acdf at c5-7. Sometime post-op during a routine visit it was reported that the patient collapsed at c6/7 and a screw was found to have backed out. The locking mechanism of the plate was still shown to be in position on the ap x-ray. The patient is scheduled to undergo a revision surgery, but the surgery has not taken place as of yet.

Manufacturer narrative:
Additional information: product analysis observations: plate* visual review identified plastic deformation of the implant lock driver interface. Functional evaluation with hex driver was able to engage the lock without difficulty. There are witness marks going over the lip on one of the locking mechanism also the inside of the screw hole has marks on the center most side of the hole. Screw visual review identified witness marks around the head of the screw. These witness marks give indications that the screw slipped past the locking mechanism of the plate. These marks can be seen going past the ledge of the screw. Conclusion: the above observations are consistent with the screw backing out. This could have been the result of the screw being slightly off angle. *plate observation included because the two pieces interface together. (B)(4).

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.